Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on the electronics assembly. The pump was unable to perform all functional testing including the operating currents, unexpected restart alarm error, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to blank display. The pump was received with moisture damage to the motor, vibrator, keypad and battery tube assembly. The pump received with cracks on the case at the display window corner, reservoir tube lip, minor scratched lcd window, belt clip slot and battery tube threads.

Event description:
The customer's grandparent reported via phone call that the insulin pump was exposed to moisture and no longer works; the device was worn in the swimming pool. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture. The device went blank immediately after its exposure to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.